Event description:
Customer stated that she was hospitalized in (B)(6) due to chest pains that she believes were caused by her transmitter. Customer stated that if she wears the transmitter in her bra, she will have chest pains and if she wears it in her pocket, then that leg will have muscle pains. Customer stated that when she removes the transmitter, these pains go away. The customer stated that while hospitalized, she experienced low blood glucose levels of 25-30 mg/dl because the hospital staff denied her food during testing. Customer was treated with food and a shot. Blood glucose value at the time of the call was not provided. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.